Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0rzse, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient feels discomfort in lower stomach area and noticed blood in the urine on day of reported event. She though it could be uti (urinary tract infection). She had utis in the past and aware what it feels like. With utis she would normally feel like going to the bathroom, burning and pressure. But the day of report, it does not feel like uti. She just went to the bathroom again and the toilet bowl was pretty bloody. Patient clarified that the discomfort in lower stomach area was not because she feels stimulation there. She feels stimulation in lower butt cheek area and always felt it there. The change in therapy/symptoms was considered a sudden change. The patient had moved and currently had no managing physician. The neurostimulator was for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stimulation. Additional information received from the patient reports she went to see the healthcare provider for the discomfort in her lower stomach and blood in urine. Additional information received from healthcare provider reports they saw the patient as a new patient on (B)(6) 2015.

Manufacturer narrative:
(B)(4).